Event description:
It was reported that a lead ((B)(4)) was implanted and showed impedances over 10,000 ohms on electrode 8 through 15. Checking the snaplid and repositioning the lead had no impact on the impedances. As the pt was sleepy, the presence of paresthesia could not be confirmed. The lead was removed and a second lead ((B)(4)) was implanted, which also showed high impedances. The new lead ((B)(4)) was left in place and the pt reported feeling paresthesia in the intended area the following day. The hcp concluded that the impedances were likely due to fibrosis in the epidural space, but requested analysis of the removed lead ((B)(4)). It was reported that there was no pt injury and the pt was having a successful trial and was receiving stimulation in the desired areas.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.